Event description:
It was reported that the irrigation only tip was being used in a hip replacement procedure when it fell into the femoral canal of the patient. The tip was able to be removed by hand by the surgeon, and the procedure was then completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The device was discarded by the user facility and is not available for evaluation.